Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call sensor anomaly. Customer's blood glucose level was 240 mg/dl. Customer experienced issues with two sensors. The first sensor would not stick properly and the green light did not blink when connected to the second sensor. Customer advised they removed the sensor and there was no cannula. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced.